Event description:
The customer reported being in the emergency room with high blood glucose of 418mg/dl, and she was treated with an insulin drip and potassium. The customer experienced nausea, burning sensation in her stomach, weakness, vomiting, shaky, thirty, and high ketones. The caller mentioned that she removed the reservoir from the insulin pump and the p-cap got caught, a piece broke off. The damage was between the reservoir and the battery compartment. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.